Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): defib conductor distorted; full lead returned and analyzed.

Event description:
At implant, the lead was dropped. Based on the appearance, it looked as though the coil on the helix was separated between turns. The lead was not used. No patient complications have been reported as a result of this event.